Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power during a patient event. The customer advised that before losing power, the display on the device had flickered. The customer did not provide any additional information on the event. There was no report of any adverse effects to the patient during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.